Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the home health nurse who reported that, a few days before the visit, the end user reported smoking while using the concentrator and received a burn to face that was scabbed over at the time of observation and the user had not sought medical intervention. The end user continued to use the device. The device was not providing oxygen and the end user was admitted to the hospital for shortness of breath. Devilbiss healthcare is currently investigating the incident. An update will be filed if additional information becomes available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrect or missing in the previous report therefore h4 has been updated with the correct information.